Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported that the patient's left lead had migrated, causing ineffective therapy. The issue was confirmed via x-ray. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient's lead was repositioned and programmed without complications on (B)(6)2022.